Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed based on the information recorded in the provided log file. The log file contained events recorded from (B)(6) 2020 where multiple backup battery fault alarms associated with a battery load test failure were recorded. The information recorded on (B)(6) at 10:38 am revealed that there was a backup battery uninstalled alarm and no additional load test faults were recorded until the last entry recorded at 10:44 am. The system maintained the desired set speed with no interruptions when the backup battery fault alarm was active. A specific root cause of the backup battery load test failure recorded in the log file was unable to be determined the system controller serial number (B)(4) was not returned for evaluation. Multiple requests for additional information regarding the event were sent to the account; however, no further information was provided. Abbott is continuing to monitor this issue. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2020 the patient had a backup battery fault due to a failed load test and the controller was replaced. One month prior the patient had the same alarm which resulted in the backup battery being exchanged. No additional information was provided.